Event description:
It was reported that during surgery, the handle was not ratcheting at all. The handle was not able to perform the up/down motion. It was unknown if there was any patient harm or surgical delay. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Event description:
No additional event information.

Manufacturer narrative:
This incident is being recorded under (B)(4). This report is being submitted to provide additional/corrected information. The following fields have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected: e1 (¿state, province, or territory¿ & ¿post office or zip code¿), h6 (¿component codes¿). Review of the most recent repair record determined the handle was not ratcheting (unable to perform the up/down motion), damaged comb and ratchet gear. The comb and ratchet gear were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.